Event description:
It was reported that the patient presented remotely via merlin.net. Review of electrograms revealed that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No device intervention was performed but programming changes were discussed. No patient symptoms were noted.